Event description:
Unit self activated. Footswitching pencil was laying on pt's chest and burned pt's chest. It was a minor burn. Refer to MFR rpt # 1720159-2000-00024 for report on electrosurgical unit, sabre 2400.